Manufacturer narrative:
The complaint investigation for falsely elevated results included a search for similar complaints, and the review of the complaint text, trending data, in-house testing, labelling, and device history records. Return testing was not completed as returns were not available. Clinical specificity of the architect anti-hbs assay was evaluated with a retained kit of lot 37195fn00 and demonstrated acceptable specificity specifications, confirming that this lot is meeting the architect product requirement. Trending review determined no trends for the issue for the product. Device history record review on lot 37195fn00 did not show any potential non-conformances, or deviations. Labelling and literature were reviewed which adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 37195fn00 was identified.

Event description:
The customer reported falsely elevated architect anti-hbs results on a patient. Results provided: 500 / 800 miu/ml. The customer has never had an infection or a vaccination. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.